Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and stuck multiple times. Customer changed the cartridge to resolve the issue. Customer's blood glucose level ranged from 250-272 mg/dl. In addition, it was reported that an occlusion alarm occurred. Customer declined to further troubleshoot with tandem technical support.